Manufacturer narrative:
The pod was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was seen in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
The customer's mother reported that her son experienced high bg levels while wearing a pod. Specific bg readings were not provided, but are assumed to be greater than 250 mg/dl. The mother said that the cannula was kinked, but there was no report of a pod alarm. No additional info about the event or the device was provided. The pod will be returned for eval.